Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach in a vein. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt in the forearm. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. First inflation was performed at 22 atmospheres, but it was unable to treat the stenosis. When second inflation was performed at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.